Event description:
The customer contact philips healthcare to report that this defibrillator failed to discharge during a resuscitation effort.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.